Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 411 mg/dl. The customer indicated that the cartridge and infusion set would be changed. The customer was using apidra insulin and stated that the insulin would be changed to humalog.